Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for evaluation of data loss upon power on. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The ehl, event history log, was checked to evaluate the reported issue. The customer's concern regarding patient data lost was duplicated. It is unknown what caused the issue, but the pwa board was replaced as a repair action.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump lost setting and patient data when powered on. The date and time of the pump keeps changing back to (B)(6) 2005. There was no patient involvement.